Manufacturer narrative:
The reported event of low lead impedance was confirmed. The device was received with normal telemetry communication and output. Low lead impedances were noted from the electrical test results. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found in normal range. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
Related manufacturer reference number: 2017865-2023-23098 it was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead exhibited a decrease in pacing impedance and a rising capture threshold. During replacement surgery, the right ventricular lead was found to have insulation damage. The right ventricular lead was explanted and replaced. During testing the physician found the low impedance issue persisting due to the pacemaker. The pacemaker was explanted and replaced. The patient was discharged from the hospital following the procedure.